Manufacturer narrative:
A ge representative evaluated the system and found broken wires in the interconnect cable. A new interconnect cable was placed on order. It is anticipated that the replacement of the cable will restore the system to operating as intended.

Event description:
The customer reported, the system would not produce x-rays. No patient injury was reported.